Manufacturer narrative:
Product analysis: could not confirm incoming complaint of sluggish performance. Nothing noted in the parsing sheet, however system error #83980538 was recorded in the recent log file. Power cord bay is broken. Keyboard latch is broke, keyboard is functional. Extensive corrosion/contamination was found inside device. The programmer will be scrapped and replaced. Updated software for replacement device. Replacement programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the programmer was moving very slow during a threshold test. The programmer displayed an hour glass symbol and the user had to wait. The programmer had to be replaced in order to complete the procedure. No patient complications have been reported as a result of this event.